Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information. A completed questionnaire was received on 10/26/2012. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) exchange procedure, this iol was noted to be rotated. An iol rotation was performed in a secondary surgical procedure. Addition information has been requested. There are two medical device reports associated with this event. This report is for the exchanged lens. The report for the original iol implant procedure was filed under manufacturer report number 1119421-2012-01326.